Event description:
The facility pharmacist reported to baxter (B)(4) a 500ml eva tpn bag that was found to have a flake in the solution when filling oxycodone though it was filtered. There was no patient involvement, therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.